Event description:
22 gauge catheter broke during use. This has occurred twice with the same pt. The first incident the catheter fragment was removed by hand and the second time a cut down procedure was completed to successfully retrieve the fragment.